Manufacturer narrative:
There are multiple bd locations where this device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D2. Additional medical device type: jka. Additional common device name: intravascular administration set. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6 investigation summary. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Report 1 of 2. It was reported that while using the bd vacutainer® push button blood collection set that there was a tubing separation or kink. The following information was provided by the initial reporter: "lab staff began looking carefully at all of the devices, and noted a visible 'burr' on the tubing, even through the unopened package. The defect is actually a nick in the tubing, causing the devices to fail." Customer reported noting a visible "burr" on the tubing.